Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. The customer ultimately successfully filled and loaded the cartridge onto the pump. Customer's blood glucose was not impacted.